Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pt underwent withdrawal. A volume discrepancy issue was indicated, in which the actual residual volume of 15 cc was found to be greater than expected residual volume of 3.4 cc. The pt's catheter had a confirmed micro tear, and a revision was discussed. It was later reported that the pt had headaches and nausea in regards to her withdrawal symptoms. A dye study was conducted, which had confirmed the micro tear in the catheter. The pt underwent surgery on (B)(6), in which the proximal section of the catheter was replaced and a new 40 cc pump was implanted. The explanted pump was not planned to be sent back to the MFR for analysis. The pt was reported as doing very well over the weekend, following the procedure. The medication administered via the pump was hydromorphone (dilaudid) with a dose rate of 3.8 mg/day, and a concentration of 3 mg/ml. In addition, bupivacaine (marcaine) was also indicated, however, a dose rate or concentration was not reported for this drug. Add'l info will be provided in a follow-up report as it becomes available.